Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the infusion device delivered unintended insulin. The patient experienced low blood glucose levels. The patient suffered severe hypoglycemia and became unconscious while driving and caused a car accident. The customer was transported to the hospital. The blood glucose results obtained at the hospital were not provided. The hospital treated the patient for low blood glucose, but the type of treatment given was not provided. After this incident, the patient discontinued using the infusion device and now uses insulin pens. The patient could not recall how many days he was hospitalized. The infusion device was discarded; therefore, no product could be requested to be returned for product evaluation.